Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the patient¿s right ventricular (rv) lead was explanted and replaced after it dislodged into the atrium. No patient complications have been reported as a result of this event.